Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a gastroplasty and reconstructive surgical procedure, in the beginning, "the mistake was change the instrument" and it was believed that it was because the jaw was dirty. However, after cleaning the device, it still did not work. "One second tentative occurred" and then the device returned to work. Surgeon was advised about the risk of continuing to use the device, however he continued using for it for two more activations. They used the product again and the mistakes repeated again. The product returned to work and then it broke. It is likely that this part may have fallen inside surgical cavity. The broken part was not found after the end of surgery and surgery was delayed 180 minutes. The procedure was successfully completed and there was no patient consequence. The patient is feeling good, there was no change to the patient care, and no other medical intervention occurred as a result of this event.